Event description:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ("menstruation and ovulation pain") and ovulation pain ("menstruation and ovulation pain") in a(B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dermoid cyst of ovary (operated in 2006), multigravida, parity 2 (2 vaginal deliveries) and termination of pregnancy - elective (1 medicated abortion). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), ovulation pain (seriousness criteria medically significant and intervention required) and abdominal distension ("swelling of abdomen"). The patient was treated with surgery (laparoscopic removal of ovarian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, ovulation pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea and ovulation pain to be unrelated to essure. The reporter commented: essure removed at patient's request (not medically necessary). Events considered unrelated to essure by reporter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra.~ in this particular case a search in the database was performed on 02-jul-2018 for the following meddra preferred terms: dysmenorrhoea. The analysis in the global safety database revealed 295 cases. Ovulation pain. The analysis in the global safety database revealed 18 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Further company follow-up with the physician is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of dysmenorrhoea ("menstruation and ovulation pain") and ovulation pain ("menstruation and ovulation pain") in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dermoid cyst of ovary (operated in 2006), multigravida (three), parity 2 (2 vaginal deliveries) and termination of pregnancy - elective (1 medicated abortion). No concomitant medical or gynecological conditions. On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2017, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), ovulation pain (seriousness criteria medically significant and intervention required) and abdominal distension ("swelling of abdomen"). The patient was treated with surgery (laparoscopic removal of ovarian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the dysmenorrhoea, ovulation pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, dysmenorrhoea and ovulation pain to be unrelated to essure. The reporter commented: essure removed at patient's request (not medically necessary). Events considered unrelated to essure by reporter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.2 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 8-oct-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.